Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified coronary sinus catheter full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient, approximately (B)(6), underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Approximately 45 minutes post-procedure, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 300 ml of fluid. Patient was reported to be in stable condition. Patient required 1 additional day of hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it may have been the result of the non-bwi coronary sinus (cs) catheter injuring the cs vein. No transseptal puncture was performed. There is no sheath information. Generator parameters at the time of injury included power control mode with temperature warning at 43 degrees celsius, temperature cut-off at 50 degrees celsius, impedance cut-off at 250 ohms, impedance spike cut-off at 50 ohms, and impedance minimum cut-off at 50 ohms. Power was titrated and is generally done so over 10-20 seconds to target temperature. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min for up to 30 watts and 30 ml/min for greater than 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained at approximately 300 seconds. There is no information regarding spi value or catheter zeroing. Smarttouch catheter was not in close proximity to another catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a female patient, approximately (B)(6), underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and it was found in normal condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system, but error 106 (force sensor error) was displayed. The catheter was then dissected, and it was determined that the root cause was an internal sensor failure. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause of internal sensor damage can also not be determined.

Manufacturer narrative:
On 8/3/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The lot number was able to be verified upon device return, and as such, the lot, manufacturing/expiration date and UDI fields have been updated accordingly. Lot number: 17657209m. (B)(4).